Event description:
The system 7 recip saw was sent for evaluation because during a hip procedure when tip of the saw head came in direct contact with the pt skin the pt received a cut 1 to 1 1/2 inches on hip down to the subcutaneous tissue. It was reported that there may be possible sharp edges on the saw. The procedure was completed with the device without any procedure delay. The wound was sutured by a t-closure stitch at the end of the case. No additional medical treatment or intervention was needed. The pt is doing fine now and there is no expected permanent damage.

Manufacturer narrative:
The device was tested and during failure analysis there was no problem found with the device. The device was returned to the customer.